Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing itching, rash, and visible spots at the cannula insertion site, with occasional bruising, had occurred while wearing the pod for an unknown duration. Symptoms began following repeated use of the pods. The affected area included the pod application site, primarily on the arms. The patient visited a physician at (B)(6) on (B)(6) 2026 during a routine consultation and was prescribed cavilon cream. A subsequent update confirmed a diagnosis of contact dermatitis at the insertion site. The patient's blood glucose values were not reported. A new pod was placed.